Manufacturer narrative:
This report is submitted on july 15, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to an infection at the incision site. The electrode array was left insitu inorder to preserve the cochlea for future implantation.